Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and five months post deployment, an assessment stated that the patient¿s previous medical imaging showed there was an embolized filter tine in the right ventricle. Also, additional filter legs penetrated surrounding structures, included bilateral common iliac arteries. Around thirteen days later, through the left internal jugular vein approach, the filter was removed. A clinical history mentioned an embolized filter strut was in the right ventricle during the past five years. During the removal procedure, an initial scout image demonstrated the filter in place with 11 filter legs attached to the filter. Also, an embolized filter strut was in the right ventricle, observed under fluoroscopy. During the procedure, the left internal jugular vein was accessed and a 6-french 10cm sheath was placed. An inferior vena cavogram demonstrated the apex of the filter to be embedded in the medial wall of the inferior vena cava. Attempts to engage the apex of the filter with a 25mm loop snare were unsuccessful. Then endobronchial forceps were advanced but were unable to engage the apex of the filter. However, the forceps were used as a rail to advance the 16-french sheath over the apex of the filter and with gentle rotation, the sheath was able to be advanced over the neck of the filter. The apex of the filter was able to be engaged with the endobronchial forceps and with the modest traction, the filter was retrieved within the sheath. Finally, the filter was removed and inspected at the back table. There were 11 filter legs on the filter followed by the removal. Post removal inferior vena cavogram confirmed removal of the filter. Attempts to engage the filter leg with an en snare and omni flush catheter were unsuccessful. No further attempts to remove the filter leg in the right ventricle were made. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Date of event was updated as date of implant since the event date is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with pulmonary emboli. At some time post filter deployment, it was alleged that the filter struts perforated and strut detached. The device was removed percutaneously. The current status of the patient is unknown.